Manufacturer narrative:
The tech found contamination on the foot hi/low down valve. The tech replaced the valve to repair the bed.

Event description:
Info received indicates the foot hi/low function is drifting down.